Event description:
The customer received questionable results for triglycerides gpo-pap (trig) on a total of 24 patients. The customer began to see patient results running high around 1:00 pm on (B)(6) 2013; 15 patient samples were moved to another hitachi modular p (modp) analyzer serial number (B)(4). The results from modp serial number (B)(4) were reported. The customer did not provide data for these 15 samples. On (B)(6) 2013, the customer repeated 9 patients on modp serial number (B)(4). Of these 9 patients, 7 were determined to have erroneous results that were reported outside of the laboratory. All results are in mg/dl. Patient (B)(6) had an original trig result of 296. The sample was repeated on modp serial number (B)(4) and generated a result of 135. The customer had changed reagents on the original analyzer and repeated the sample again. The repeat result on the original analyzer was 133. Patient (B)(6) had an original trig result of 227. The sample was repeated on modp serial number (B)(4) and generated a result of 135. The customer had changed reagents on the original analyzer and repeated the sample again. The repeat result on the original analyzer was 135. Patient (B)(6) had an original trig result of 403. The sample was repeated on modp serial number (B)(4) and generated a result of 140. The customer had changed reagents on the original analyzer and repeated the sample again. The repeat result on the original analyzer was 137. Patient (B)(6) had an original trig result of 444. The sample was repeated on modp serial number (B)(4) and generated a result of 177, accompanied by a data flag. The customer had changed reagents on the original analyzer and repeated the sample again. The repeat result on the original analyzer was 173, accompanied by a data flag. Patient (B)(6) had an original trig result of 409. The sample was repeated on modp serial number (B)(4) and generated a result of 157, accompanied by a data flag. The customer had changed reagents on the original analyzer and repeated the sample again. The repeat result on the original analyzer was 157, accompanied by a data flag. Patient (B)(6) had an original trig result of 352. The sample was repeated on modp serial number (B)(4) and generated a result of 85. The customer had changed reagents on the original analyzer and repeated the sample again. The repeat result on the original analyzer was 81. Patient (B)(6) had an original trig result of 403. The sample was repeated on modp serial number (B)(4) and generated a result of 107. The customer had changed reagents on the original analyzer and repeated the sample again. The repeat result on the original analyzer was 106. The customer deemed the repeat results from modp serial number (B)(4) to be the correct results. There was no adverse event. The serial number of the modp analyzer in question is (B)(4). The field service representative found that there might have been a possible issue with the medium reagent bottles. The customer changed to large reagent bottles. He observed the instrument on (B)(6) 2013 and it was rinsing and stirring ok.

Manufacturer narrative:
The investigation could not determine a specific root cause. It was noted that contamination of the reagent could be a possible root cause.

Manufacturer narrative:
The fsr stated there were no signs of reagent dripping. There were no signs of liquid level detection problems. No other tests were having issues.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.